Event description:
It was reported that the patient had initial surgery(B)(6) 2007, on (B)(6) 2012, the patient was infected and received a washout and put in cement antibiotic spacer.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 6364-2-136 lot # g3279924 description: v40(tm). Femoral head. Cat # 540-11-48d lot # pddmkd description: trident psl ha solid back 48mm. Cat # 0580-1-351 lot # g1547476 description: exeter v40 stem 35.5mm. Cat # 0939-0-112 lot # l3167a description: exeter 2.5 I m plug 12mm. Cat # 6197-9-001 lot # mft054 description: simplex p with tobramycin 1 pack. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. Not returned to manufacturer.

Event description:
It was reported that the patient had initial surgery (B)(6) 2007, on (B)(6) 2012 the patient was infected and received a washout and put in cement antibiotic spacer.

Manufacturer narrative:
Patient medical records were provided and upon review by a consulting clinician, who concluded the following: there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this infected right hybrid total hip arthroplasty. The event was confirmed. DHR indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Furthermore, a review of the sterilization records verified the sterility of the reported product lots.